Event description:
Same case as 6000089-2007-00022. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, the patient was "diagnosed with blocked stents then experienced quadruple bypass grafting." The initial procedure occurred in 2004. The physician implanted 2 taxus express2 3.50x32mm drug eluting stents to an unknown vessel. "He stated after stent insertion, he felt movement of the stent on the third day. He states his mobility has been poor since the stents and he could not walk after the stent except with a shopping cart." In 2005, he then experienced the quadruple bypass grafting and "blocked stents." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.